Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had the plunger difficult to move. The following information was provided by the initial reporter : the customer reported difficulty moving the plunger. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-28. Investigation summary: customer returned (11) 0.3ml, 30 gauge, 12.7mm, syringes from lot 1144028 and (8) 0.3ml, 30 gauge, 12.7mm syringes from lot 1018138. The functionality of each syringe was tested by pulling and pushing on the plungers to see if there was any excessive resistance to movement. The plungers could be operated with no issues. Each of the syringes were inspected for damage to the stopper at the tip of each plunger and none was found. Each syringe was found to be undamaged and functioned as intended. None of the syringes were returned with their plunger caps. No testing regarding their removal could be performed. Inspection of the proximal end of the syringe found no damage or wear to the material that could indicate difficulty removing the plunger caps. A review of the device history record was completed for batch# 1018138. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of the plungers being difficult to move. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had the plunger difficult to move. The following information was provided by the initial reporter : the customer reported difficulty moving the plunger. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had the plunger difficult to move. The following information was provided by the initial reporter : the customer reported difficulty moving the plunger. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1144028; device expiration date : 06/30/2026; device manufacture date : 05/24/2021. Lot # : unknown; device expiration date : unknown; device manufacture date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.